Event description:
It was reported that during a heavily tortuous and heavily calcified right coronary artery intervention, resistance was met during advancement of the 3.5x15mm nc traveler balloon dilatation catheter. On the third inflation during lesion pre-dilatation, the nc traveler balloon ruptured at 16 atmospheres (atm). There was no adverse patient sequela and no clinically significant delay in procedure reported. The procedure was completed with implantation of a non-abbott stent and lesion post dilatation. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The traveler is currently not commercially available in the us. The product code listed and the PMA # are based on the predicate device (trek) and is therefore similar to a device sold in the us.